Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis), patient condition affected effectiveness of the device (lesion morphology and resistance to anti-platelet medication), none (no device received for evaluation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology and resistance to anti-platelet medication). (B)(4).

Event description:
The physician deployed one endeavor sprint rapid exchange (rx) drug eluting coronary stent to the severely calcified and tortuous distal circumflex during pci of patient with ap. Post-dilatation was performed however ivus did not cross the lesion. Approximately 1 week post pci stent thrombosis occurred in distal circumflex which was treated by aspiration and poba. Physician commented that stent thrombosis did not occur due to endeavor stent but possibly due to the lesion morphology or resistant to medications . No other clinical sequelae were reported.